Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of about high blood results. Customer normal results are 112-120mg/dl 2 hours after meals. Last results in memory are 204mg/dl, 214mg/dl, 91mg/dl, 389mg/dl, and 418mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (418) and the lowest normal result (112) is located in zone c. No adverse event reported.

Event description:
Consumer complaint of high blood results. Customer normal results are 112-120 mg/dl 2 hours after meals. Last results in memory are 204 mg/dl, 214 mg/dl, 91 mg/dl, 389 mg/dl, and 418 mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (418) and the lowest normal result (112) is located in zone c. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.